Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote monitoring that a rise in left ventricular lead impedance had occurred. The lead remained implanted and the patient would continue to be monitored.